Event description:
It has been reported that a patient was allegedly injured approximately 1 year ago while on a cot. The customer stated that the emt crew was loading the cot on an incline and allegedly missed the safety hook. The customer stated that they found no problem with the cot then. The cot was removed from service at the time of the incident. The customer did not call stryker or anyone who represents stryker until now.